Manufacturer narrative:
The bellows housing was replaced, and the unit was returned to service. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service technician reported the unit had a large leak in the bellows housing. There was no report of patient involvement.